Event description:
It was reported that during a parotis procedure the blade was becoming hot and did now work well both in cutting and coagulation. Another blade completed the case. No patient consequence.